Event description:
It was reported by service report that the pt right siderail latch was missing its spring and the siderail latch would not spring back. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Compression spring.